Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The customer returned their enteral feeding pump on (B)(6) 2016 as back to stock. Upon triage on (B)(6) 2016, it was discovered that the unit's power cord was missing a live pin.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of power cord missing live pin. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.